Manufacturer narrative:
Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how this damage occurred. This inquiry was originally rpt'd as an rpo (record purpose only). If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic nissen fundoplication several clips fell out of the er320. The surgeon was able to recover most of the clips from the abdomen. The case was completed by converting to open due to the large size of the hiatal hernia and the surgeon was unable to dissect laparoscopically. The hospital is retaining the device until they consult with their risk management dept. There was no consequence to the pt. 11/20/96 1238 surgeon called back and stated he did not receive any good firings from the instrument. He was trying to ligate and divide the gastrohepatic ligament. He fired a few clips which were partially formed, then the instrument "spilled out" a large number of unformed clips. Most of these were retrieved, but surgeon not sure all of them were rec'd.